Event description:
It was reported that there was event with a bipolar high frequency cord. According to the information received, cable exploded during surgery. Device was discarded by customer.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. The customer already scrapped the affected product. Therfore, no physical investigation of the product could be performed. According to the related risk ID, the following root causes are probable: bipolar hf application part is used incorrectly or deviates the intended purposepurpose (e.g. Incorrect setting of the hf parameters, use of inadmissible voltages, use of incompatible system products, too long exposure time to the tissue, insufficient coupling of the rf connections, etc.) The event is filed under internal karl storz complaint ID (B)(4).